Event description:
As reported by the end user, the device was opened in a sterile fashion. A visual review of the device noted no kinks. The balloon catheter was flushed with normal saline. An inflation device was attached to the balloon port on the hub. A vacuum was created with the inflation device in order to suction any air from the catheter shaft, then the vacuum was released. The balloon was advanced over the wire, through a 7fr. X 4 cm merit prelude vascular sheath, no stenotic lesion. The balloon was inflated to 8 atm, then deflated. Multiple inflations were made and the balloon was removed. After placing a stent, the pta balloon was reshaped while on the guide wire using the reshaping device. At this point the balloon could not be deflated below 3 atm. In order to fully deflate the balloon, it was pulled back to the vascular access and punctured with a 25ga needle and deflated using a 10cc syringe. A larger sheath was needed to remove the balloon so the 7 fr. Sheath was replaced with an 8 fr. Sheath over the balloon catheter (the hub had to be removed). The balloon was removed successfully with no complications to the vascular access. There was no harm or injury reported to the pt.

Manufacturer narrative:
The device has been returned to the MFR for eval. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).